Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient was having charger issues. A company representative met with the patient and did trouble shooting with the charger and programmer. It was confirmed the ipg as being inoperable. The patient reported loss of therapy and not charging the ipg for a month. A referral was sent for the patient to have the battery replace.